Event description:
Rptr writes, "eye operation was done at catholic owned hospital that both doctors informed us did not have the necessary medical equipment to correct eye problem. Damage caused by doctor, who was overheard saying she was in a big hurry to get operation over so she would not miss 12:00 mass. Most all alcoholic beverages and tobacco products contain many poisons! When you answer, please include a copy of list of such poisons. I beleive our supreme court has recently ruled that both tobacco and alcoholic beverages are devices."